Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured at 18 atmospheres for 10 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the balloon ruptured at 18 atmospheres for 10 seconds. It was further reported that the issue of this complaint was the device failed to cross the lesion during procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.